Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz1190 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the PICC was leaking. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and the cause appears to be related to use. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample, especially near the distal end of the catheter. The ink on the extension leg was observed to be worn and faded. The sample was flushed with a 12 ml syringe of water and a leak was observed between the 9 cm and 10 cm depth markers. A microscopic observation revealed a circumferential split in the catheter at the location of the leak. The fracture surface was observed to be rough, uneven, and slightly angled. Wrinkling of the catheter material was observed at the corners of the split and near the edges of the split. The catheter material surrounding the split was observed to be lighter in color. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter.

Event description:
It was reported that the PICC was leaking. There was no reported patient injury.